Event description:
It was reported that an implanted pacemaker had a magnet rate of 90 beats per minute and that the same magnet rate had been noted via transtelephonic monitoring. It was subsequently reported that this device was removed and replaced. No patient complications were reported as a result of this event. Additional information was received from the hcp that this medtronic pacemaker was replaced due to normal battery depletion on (B)(6) 2010 and it was replaced with a non-medtronic device. Therefore, the (B)(6) 2010 call reporting the magnet rate of 90 bpm could not reasonably have been related to the medtronic (B)(4) device.

Event description:
It was reported that an implanted pacemaker had a magnet rate of 90 beats per minute and that the same magnet rate had been noted via transtelephonic monitoring. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.